Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not deploy; the plunger mechanism would not click. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A device lot history review could not be performed, as no lot number was reported. A supplemental report will be submitted if additional info is obtained. (B)(4).